Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and two handpieces. It was reported that the site was testing their other generator after a case. They were able replicate the issue initially, so they tried another handpiece and were able to replicate the issue. They said "after many times of switching the handpieces, the sparking stopped and handpieces worked as they should". They were unable to replicate the issue when on site with the second generator. No patient was present.

Manufacturer narrative:
Analysis summary: complaint not confirmed: the device was received with 2 other devices. This device was also returned unopened in its original packaging from the sender. The device was opened and tested for functional tests and passed all required tests defined in the product specifications and quality plan. Observing the device, no issues or failures were detected during the analysis. All components were present, and no issues were seen with the heat shrink when tested during the cut and coag activation with the raw chicken. No sparks or flames that were out of the ordinary were seen that plasmablades don¿t normally produce were seen. The complaint was not able to be duplicated in the complaint lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.